Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? N/a. Procedure name and date? Date (B)(6) 2022. Pregnant cat spay, used monocryl to close skin layer, cleaned around the wound at the end of the procedure, within 5 minutes the wound completely dehisced again. No suture material found in patient. Clinical staff had to regown and glove to reclosed with another monocryl, same thing happened again. 3rd attempt to close, used an alternative suture supplier in a size 2-0. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. The surgery on the cat spay was prolonged by 20-30 mins and the use of extra drapes/gowns/gloves, 3 attempts to close (2 with mcp3326g, finally closed with an alternative suture supplier) if medication was required, please clarify if it was prescribed by a physician. N/a what is the most current patient status? The patient is healed and discharged can you identify the product code and lot number of the product that was used? Mcp3326g rlmebr exp: 2023-09. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please clarify what is meant by "the suture seems to have dissolved as we could not find any suture in the site? 2. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? 3. Did the sutures break? 4. Did the sutures absorb too fast? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Event related to mw # 2210968-2022-03797. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent pregnant cat spay procedure on (B)(6) 2022 and suture was used. The suture seemed to have dissolved, and it could not be located at the suture site. Suture was used to close the skin layer. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 6/15/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 h6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please clarify what is meant by "the suture seems to have dissolved as we could not find any suture in the site? The wound reopened on the surgical table when we went to investigate we could not find any evidence of the suture material (no strands, knots,ect) in the surgical site in the first case in the second case again no knots of evidence of suture was present 2. Was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? No concerns were seen before or during use for the first case it was just before reversing the patient that the wound reopened. On the second case again no concerns before or during use it was the next day the owner called us to inform us the wound had reopened 3. Did the sutures break? No evidence of breakage was seen 4. Did the sutures absorb too fast? No evidence of suture material or knots was found so we our working theory is they dissolved/absorbed trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m